Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient also reported changing out a supply bag prior to receiving the se2240, without changing the rest of the setup. It is not known if the patient reused the initial setup. The technical service representative assisted in clearing the alarm. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient reused single use supplies by partially changing out the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. It is not known if this use error resulted in the system error. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.